Event description:
It was reported that no readings occurred. Data was provided for investigation. Confirmation of the complaint was confirmed via data. However, signal loss over an hour was found in connection to the allegation. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. It has been reported that there was a difference in readings of 50mg/dl.

Manufacturer narrative:
(B)(4).